Event description:
The rotator broke during a left ventriculogram procedure. The complainant reported that it happened (2) two times. No report of harm or injury. Two reports will be filed: 1721504-2010-00283, 1721504-2010-00284 (this report).

Manufacturer narrative:
Device eval: the device has not been received for eval. When the eval is completed a follow-up report will be submitted. Eval, conclusions: a follow-up report will be submitted when the device eval has been completed.